Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they don't know if the ins is even on and working; a return of symptoms was reported. They said they were in a car accident in 2016 and have had a return of symptoms since then. Patient said they met their rep who made adjustments to the ins and they were able to feel stimulation; the "needle poking" went away. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to have the ins checked and to inform them about the lack of symptom control. The event was considered a sudden change in therapy/symptoms. Patient added they are wetting themselves and they are unable to make it to the bathroom on time. No further patient complications have been reported as a result of this event.